Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report: there was a telemetry problem. It was also noted that the personal computer memory card international association (pcmcia) ejector pins were broken on the main processing unit (mpu) printed circuit (pc) board, the keyboard was loose - the case split hinge pin was missing, and the sliding keyboard cover rails were broken. (B)(4): analysis found that the cable was out of electrical specification, the insulation on the cable was twisted and the upper case was cracked.

Event description:
It was reported the connector port for the radiofrequency (rf) head was causing intermittent loss of telemetry. New rf head tried, but the problem persisted. The programmer was returned for service. The rf head was also returned, analyzed and tested out of specification. There was no patient involvement.